Event description:
Reporter claims the chair does not have traction on the rear drive wheels when the recline system is in the upright position. Claims chair has slid a couple of times due to no traction. No injuries involved.